Manufacturer narrative:
The pipeline device will not be returned for evaluation as it remains implanted in the patient. From the reported information, there was no defect of the device during use. The cause of the event could not be conclusively determined from the reported information. Zanaty, m. Et al (2016). Failure of the pipeline embolization device in posterior communicating artery aneurysms associated with a fetal posterior cerebral artery. Case reports in vascular medicine, 2016, 1-4. Doi:10.1155/2016/4691275 all mdrs related to this article: 2029214-2016-00419 2029214-2016-00420 2029214-2016-00421.

Event description:
Medtronic received information from literature review that a patient required retreatment after pipeline implantation. The patient presented with hunt and hess grade (hhg) iii subarachnoid hemorrhage. Angiogram revealed a left posterior communicating (pcom) aneurysm (14x10mm) with a fetal posterior cerebral artery (pca). A pipeline device was successfully deployed across the aneurysm neck. The patient reportedly had an excellent recovery and was discharged home. The patient was placed on aspirin (325mg) and plavis (75 mg) daily. The three-month follow up angiogram demonstrated a persistent full-sized pcom aneurysm with sluggish filling. The patient underwent successful microsurgical clipping. The patient had a karnofsky performance status of 60. The physician stated that pipeline treatment did not promote aneurysm occlusion due to high physiologic demand; high flow through the fetal pca and aneurysm sac remained.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.